Manufacturer narrative:
This report is submitted on may 28, 2021.

Event description:
Per the clinic, it was reported that the patient was reimplanted to a transcutaneous osia implant system on (B)(6) 2021 after losing the abutment due to a fall and fracture on the head.